Event description:
Physician reported "sudden severe pain, shape disfiguration, loss of height" and "rupture" against the right side device. The device has been explanted. Patient was treated with "antibiotics."

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell, black particles in the shell and gel and underweight. A visual and microscopic analysis was performed which identified sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported "sudden severe pain, shape disfiguration, loss of height" and "rupture" against the right side device. The device has been explanted. Patient was treated with "antibiotics."